Manufacturer narrative:
Upon further evaluation, service found the bending angulation in the up and right directions were out of specification due to wear of the angle wires. The adhesive on the rubber cover (a-rubber) was deteriorated and detached (chipped). Scratches were observed on the connecting tube, universal cord, and the control body cover (c-cover). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the subject device to an olympus service center for annual inspection and reported reduced angulation. There was no patient or user injury reported due to the event. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later confirmed that the device was inspected prior to use and the staff has been trained by omsi team as per the instruction for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due reprocessing steps were deviated from IFU and therefore the foreign material remained. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the IFU which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.